Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose levels of 98 mg/dl. The mother of the customer reported that the insulin pump was exposed to water. Troubleshooting was done. The insulin passed all self tests. A replacement insulin pump was sent to the customer. No additional information was provided.